Event description:
Customer called to report hospitalization for high bgs. It was stated that the customer was taking hormones and steroids. Customer did not feel good when at breakfast and ate without measuring the bgs. Also the drs thought that the pump and incorrect diagnosis by family member contributed to the event. Upon arrival at the hosp the pump was empty. Customer was placed on IV drip and used the pump to deliver mecal boluses. Additionally it stated that the customer frequently reuses their reservoirs and left the set in until the bgs rose. Troubleshooting was performed. Device passed the test. The totals and history were reviewed and showed an alarm which the customer did not hear.